Manufacturer narrative:
One tactisys quartz was received for evaluation at tech center. When power was applied, the tactisys quartz completed post (power-on-self-test). A known-good catheter was connected, and contact force was not observed. Fiso diagnostic identified a signal loss at channel three. The orange fiber optic cable was temporarily replaced with a known good. Signal was restored to channel three and valid contact force was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information and investigation provided to abbott, the root cause was isolated to the orange fiber optic cable.

Event description:
Related manufacture ref: 2184149-2024-00032. During an atrial fibrillation procedure, it was reported that two tactisys systems would not register contact force data when the ablation catheter was connected. A third tactsys unit was brought in from another facility and the procedure was completed with no other issues.